Manufacturer narrative:
Additional information was received that the the physician was no longer at the office. The office's physician informed the bsn representative that the patient did not have a device related infection but could not confirmed it. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
The patient reported that she has had several infections since being implanted and is requesting to be explanted. The patients symptom included redness and she was prescribed antibiotics.

Event description:
The patient reported that she has had several infections since being implanted and is requesting to be explanted. The patients symptom included redness and she was prescribed antibiotics.